Event description:
It was reported that, an 840 ventilator had an erratic upper display. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions. An investigation was performed and the identified root cause of the reported issue was isolated to a component (video graphics array controller u34) on the xena I pcb. If information is provided in the future, a supplemental report will be issued.